Event description:
It was reported by a service report that the footboard was broken and there were sharp edges and the potential for fluid ingress into the footboard. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - footboard.